Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 29/mar/2019 and inspection of the unit was performed on 23/may/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Primary operation channel resistance. Passed dry leak test. Passed wet leak test. Insertion tube gauge/dig at stage 1. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria.